Event description:
The customer reported to philips healthcare that when the power was turned on on the heartstart xl it made the "normal noise" but nothing appeared on the screen. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.